Event description:
The customer reports that the device's output data is out of specification. The device was evaluated by a philips bench technician and the reported symptom was further clarified as the defibrillation output is out of spec. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reports that the device's output data is out of specification. There was no reported patient involvement.